Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to screw backing out of cervical plate. This was discovered on post-op x-rays. The screw was removed and replaced with a 4.5mm x 15mm self-tapping screw.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of improper screw position at the time of the original surgery, which prohibited the cam of the cervical plate from securing the screw and allowed for the screw to back out.

Event description:
Index surgery: (B)(6) 2015. Revision due to screw backing out of cervical plate. This was discovered on post-op x-rays. The screw was removed during revision surgery and replaced with a 4.5mm x 15mm self-tapping screw.